Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-19. H6: investigation summary: based on the sample provided to bd for evaluation, the reported condition was verified. The manufacturing facility has been notified of this incident and no discrepancy or non-conformance were identified that could have contributed to the reported condition. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that needle 27ga x 103mm whitacre bulk was damaged. This occurred on 100 occasions. The following information was provided by the initial reporter: material no.: 400444; batch no.: 0041998. It was reported that material is damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27ga x 103mm whitacre bulk was damaged. This occurred on 100 occasions. The following information was provided by the initial reporter: material no.: 400444 batch. No.: 0041998. It was reported that material is damaged.